Event description:
It was reported that the 9800 system has a broken l-arm lock. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.